Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The wire from the outside near the handle was attempted to be detached by using wire cutters and pliers, but this was unsuccessful. However, after exposing the inner wire the clip successfully detached from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip was fully deployed and not returned. The control wire and the coil were both kinked and cut. The over sheath was torn and the sheath grip was detached from the over sheath. The handle was cut off from the device and returned. The bushing was also cut off from the device; however, it was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a resolution clip device was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The wire from the outside near the handle was attempted to be detached by using wire cutters and pliers, but this was unsuccessful. However, after exposing the inner wire the clip successfully detached from the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.